Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "the unit showing tf:5502" no patient involvement. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.